Event description:
Patient reported a defective whisperject. Patient advised when she goes to pull out the orange cap it did not work correctly, she advised it normally is on the number 8 and its tight but when she went to pull the orange cap the entire pen came apart. She wasted 2 doses due to this. Patient reports device malfunction was (B)(6) 2025. No adverse events reported. Unknown if patient has defective device on hand for possible return. No additional information reported. Unknown if patient missed a dose and unknown when patient received last dose. Unknown if md is aware. Reported to (B)(6) by: patient/caregiver.